Event description:
Pt was having a balloon angioplasty of the left iliac artery. The balloon ruptured after the 2nd inflation. The balloon was withdrawn under fluoroscopy and the distal balloon tip was still in the artery. The piece of balloon was snared and removed from the artery. After further fluoroscopy, no remnants could be visualized. Both groins were stable at the end of the procedure. Upon removal of the sheath in the left groin, the pt developed a small hematoma which increased to a large size. Firm pressure was held and dr was notified. The site was checked by another dr. Pt was transferred to ICU. Pt later went to surgery. Dr indicated that the pt was on plavix and had a previous history of bleeding complication. The pt had a total of 5000 units of heparin during the procedure.